Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unknown bg level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.